Event description:
It was reported that a revision surgery was performed due to a fracture.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803.